Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector, control section, and right/left and up/down (r/l and u/d) angulation control knobs. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to deformation of suction connector, control unit, and right left and up/down knob, water tightness was lost; due to deformation of electrical connector, connection of suction connector was abnormally heavy; due to damage on charged coupled device unit, the image had black dots; due to clogging of nozzle, water removal ability did not meet the standard value; nozzle was deformed; plastic distal end cover had a dent; bending section cover, scope connector, electrical connector, grip, and universal cord had discoloration; connecting tube had a wrinkle; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; light guide cover glass had stain; universal cord and protector of universal cord on the scope connector side had a scratch; and scope cover had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had wrinkles in bending and connecting tube as well as noted play and low angulation. The issue was found during maintenance. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: up/down and right/left knob had foreign objects and adhesive on bending section cover had foreign objects. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.